Event description:
Received letter: urgent medical device recall. Quick set infusion sets. Mmt 396 lot 820093. Recalled product. Dose: 3 boxes, 2 single pks. Frequency: ev.3d, ev.3d. Route: 1, 2. Subcutaneously. Dates of use: 2009. Diagnosis: use with insulin pump. Event abated after use stopped: yes.